Manufacturer narrative:
Summary of investigational findings: the used balloon catheter was returned and investigation found no damages, but the balloon appeared slightly inflated based on information provided the exact reason for the difficulties encountered cannot be determined, the lesion was pre-dilated, but still the formula "was unable to entirely cross the lesion" and consequently it was "located too far into the iliac artery." Therefore, it is suggested that attempts to advance/maneuver the stent into correct placement by pushing/pulling and maybe by slightly inflating the balloon, caused the stent to dislodge from the balloon in the iliac artery. Based on information provided there is no evidence to suggest, the device did not perform as intended, and no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4).

Event description:
Description of event according to complainant: right external iliac artery attempted stenting from an ipsilateral femoral approach by doctor. Pre pta with a 6x40 bsc balloon. Ansel sheath was not advanced distal to the lesion. Post pta a formula14 6x20 was advanced to the hypo and was unable to entirely cross the lesion and was located too far into the iliac artery. Upon attempting to advance the stent all the way into the right hypo the stent became dislodged from balloon and fell into the iliac artery.

Manufacturer narrative:
(B)(4). Summary of investigational findings: the used balloon catheter was returned and investigation found no damages, but the balloon appeared slightly inflated. Based on information provided the exact reason for the difficulties encountered cannot be determined; the lesion was pre-dilated, but still the formula "was unable to entirely cross the lesion" and consequently it was "located too far into the iliac artery." Therefore, it is suggested that attempts to advance/maneuver the stent into correct placement by pushing/pulling and maybe by slightly inflating the balloon, caused the stent to dislodge from the balloon in the iliac artery. Based on information provided there is no evidence to suggest, the device did not perform as intended, and no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: right external iliac artery attempted stenting from an ipsilateral femoral approach by doctor. Pre pta with a 6x40 bsc balloon. Ansel sheath was not advanced distal to the lesion. Post pta a formula14 6x20 was advanced to the hypo and was unable to entirely cross the lesion and was located too far into the iliac artery. Upon attempting to advance the stent all the way into the right hypo the stent became dislodged from balloon and fell into the iliac artery. Patient outcome: the physician was unable to snare and remove the stent and ultimately had to stent the formula to the iliac side wall with an express ld stent.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: right external iliac artery attempted stenting from an ipsilateral femoral approach by doctor. Pre pta with a 6x40 bsc balloon. Ansel sheath was not advanced distal to the lesion. Post pta a formula14 6x20 was advanced to the hypo and was unable to entirely cross the lesion and was located too far into the iliac artery. Upon attempting to advance the stent all the way into the right hypo the stent became dislodged from balloon and fell into the iliac artery. Patient outcome: the physician was unable to snare and remove the stent and ultimately had to stent the formula to the iliac side wall with an express ld stent.